Event description:
One endeavor rx drug-eluting stent was implanted in the proximal rca. Patient was asymptomatic at 30 day follow up. An acute non-stemi is reported to have occurred 19 days post initial stent implant. Nstemi by intra- operative close to the side branch. Location of mi was posterior & lateral. Investigator assessed the event as a non-q-wave mi. Investigator has indicated that event was unrelated to the target lesion. It is reported that the patient required a revascularization of the non-target vessel. Two stents (2.25 x 8mm & 2.25 x 15mm) from another MFR were implanted, abutting. Please noted that this device is not distributed in the united states.

Manufacturer narrative:
Evaluation: results: (myocardial infarction). Secondary intervention.